Manufacturer narrative:
On july 2017 orthofix (B)(4) acquired from orthosonics ltd, the oscar system, for ultrasonic arthroplasty revision. Therefore, orthofix (B)(4) is now managing post-market surveillance for oscar devices, also for the ones manufactured and released to the market by orthosonics ltd. The device involved in this event was manufactured by orthosonics ltd. Technical evaluation: the device concerned was received by orthofix (B)(4) on august 9, 2018. The technical evaluation on the returned device was performed. Further analysis on the event description is currently on going. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. Orthofix (B)(4) has requested further information to the distributor, i.e. Patient's information, patient's current health condition, confirmation of surgery extra time. No further information was received so far. As soon as the results of the investigation are available, orthofix (B)(4) will provide a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6); surgeon name: mr (B)(6); date of surgery: (B)(6) 2018; body part to which device was applied: hip; surgery description: n/a; patient information: n/a.; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem. Event description: "reported by kelvin reed - generator is not working fully, seems to work slowly and not at full power. Described by surgeon that the handset 'wouldn't even heat water' loose wire perhaps?" Although the module and handsets appeared to synchronize independently, when the probe was placed within the femoral cavity the handsets generated no power and module frequency would not pick up. The complaint report form also indicated: the device failure had no adverse effects on patient; the initial surgery was completed with the device; the event led to a clinically relevant increase in the duration of the surgical procedure (extra 45 minutes); an additional surgery was not required; a medical intervention (outpatient clinic) was not required; copies of the operative report are not available; copies of the x-ray images are not available; patient current health conditions: no response. Further information received from the distributor: has the generator shown any error messages (poor feedback, release all switched - no. Which probes were used with the generator - all single use. Was an extension bar used with the generator - yes. Is there any particular operating condition - no. Was there an increase in operation duration - as before, approx. 45 mins. (B)(4).

Manufacturer narrative:
On july 2017 orthofix srl acquired from orthosonics ltd, the oscar system, for ultrasonic arthroplasty revision. Therefore, orthofix srl is now managing post-market surveillance for oscar devices, also for the ones manufactured and released to the market by orthosonics ltd. The device involved in this event was manufactured by orthosonics ltd. Technical evaluation: the returned devices, received on 9th august 2018, were examined by orthofix srl quality engineering department. The devices were subjected to visual and functional check as per orthofix srl specification. The visual check did not evidence any anomalies. The functional check evidenced as follows: the ultrasonic generator, device code os3000 serial number 3g126 is functioning properly. Below are reported the actions performed to check the systems: all the handsets (s/n (B)(4)) were checked with the oscar generator linked with both the oscar cables (s/n (B)(4)); all the probes inside the set were checked with both the cement removal handsets. The handsets have been checked also with 4et custom probes. The system has been checked with and without the load: no power issues have been detected. All the checks performed passed. Medical evaluation: the information made available on the case together with the results of the technical investigation, was sent to our medical evaluator. Please find below an extract of the medical evaluations: 30 august 2018: I agree with you that we must class it as a serious injury because of the extra operation time it caused. As far as we know the operation was completed as planned and the patient is well. I await the technical analysis on this generator with interest. 6 september 2018: I note that in this case it has been found that the oscar generator is working normally, and the handsets are also working normally. Therefore we do not know why the system failed to work properly in this case. I agree that it is an excellent idea for the distributor to visit the surgeon and to discover what might have been the problem. Final comments: the results of the technical evaluation concluded that the ultrasonic generator, device code os3000 serial number (B)(4) is functioning properly. The system was checked with all components (probes, cables, handsets). No issues were detected. Based on the results of the technical evaluation, which confirmed the ultrasonic generator conformity, orthofix srl could not identify the root cause of the failure notified. Orthofix srl continues monitoring the devices on the market. Attachment: [(B)(4)_FDA medwatch cover letter follow up 1.pdf]

Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6); surgeon name: mr (B)(6); date of surgery: (B)(6) 2018; body part to which device was applied: hip; surgery description: n/a; patient information: n/a.; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem. Event description: "reported by kelvin reed - generator is not working fully, seems to work slowly and not at full power. Described by surgeon that the handset 'wouldn't even heat water' loose wire perhaps?" Although the module and handsets appeared to synchronize independently, when the probe was placed within the femoral cavity the handsets generated no power and module frequency would not pick up. The complaint report form also indicated: the device failure had no adverse effects on patient; the initial surgery was completed with the device; the event led to a clinically relevant increase in the duration of the surgical procedure (extra 45 minutes); an additional surgery was not required; a medical intervention (outpatient clinic) was not required; copies of the operative report are not available; copies of the x-ray images are not available; patient current health conditions: no response. Further information received from the distributor: has the generator shown any error messages (poor feedback, release all switched)? No. Which probes were used with the generator. All single use. Was an extension bar used with the generator ? Yes. Is there any particular operating condition? No. Was there an increase in operation duration? As before, approx. 45mins. The patients recover 'is as to be expected'. Mr (B)(6) has used oscar for many, many years and has done plenty of revision operations. (B)(4).